Event description:
In 2009, the patient reported that she experienced low blood glucose at least 3-4 times and paramedics were called. She is concerned that the infusion device is not delivering insulin correctly. She has been using injection therapy for the past 2-3 months per her physician. She stated that she does not have exact event dates. On one incident her neighbor found her passed out in front of her home and her blood glucose measured 27 mg/dl. She was treated by paramedics with an IV but she is unsure what type of IV it was. She stated that she lives alone and on other occasions she has passed out due to low blood glucose and she does not wake up for several hours or sometimes days when her insulin cartridge runs out of insulin. She stated that she wakes up drenched in sweat. She was educated on the automatic off feature of the insulin device and she stated that she will activate it. Her normal blood glucose range is 70-120 mg/dl. She stated that the time and basal rates were programmed correctly on the infusion device. She had not unintentionally bolused or primed while connected to her body and no temporary basal rates were programmed. Product was replaced and requested to be returned for evaluation.